Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was over 400 mg/dl and it did not come down. The customer treated her blood glucose level with manual injections. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of over 500 mg/dl. Customer's blood glucose level was treated with manual injection and saline drip. The customer was wearing the insulin pump at the time of hospitalization. The high pressure test passed. The device was not returned.